Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ventral hernia repair procedure, the suture used was bent and dull. It was also reported that it would not go through the mesh effectively. A new suture was opened with the same lot number and the same problem occurred. A new box of suture was opened and the issue was resolved.